Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call blank display and battery out limit alarm on the insulin pump. Customer's blood glucose level was 220 mg/dl. Troubleshooting for blank display was performed. Customer's mother advised the display was blank and when the device turns on they receive a battery out limit alarm. Customer was advised a replacement battery cap will be sent out and to monitor the device.